Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the intra-operative event on (B)(6) 2018. In performing a revision of the patient's right hip, the distal cone body was found to be cold welded to the distal stem. In using the stem separator and the handle which attaches to it, a part of the stem separator broke, and the tip of the handle snapped off. Surgeon had to instead perform an extensive troch osteotomy procedure, leading to a surgical delay of approximately 5 hours.

Manufacturer narrative:
An intra-operative event regarding damage on the device and failure to perform of an unknown stem separator (jackscrew) was reported. The event was confirmed through material analysis. A material analysis has been performed. The report concluded that damage consistent with contact against a hard object was observed on the jackscrew. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No medical records were received for review with a clinical consultant could not be performed as lot code information was not provided. Could not be performed as lot code information was not provided. It was reported that during a revision surgery for infection the distal cone body was found to be cold welded to the distal stem. In using the stem separator and the handle which attaches to it, a part of the stem separator broke, and the tip of the handle snapped off resulting in the surgeon having to perform an extensive troch osteotomy procedure, leading to a surgical delay of approximately 5 hours. The event was confirmed through material analysis of the returned instruments which concluded damage consistent with contact against a hard object was observed on the jackscrew. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including device lot/catalog information, operative reports, and medical records are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
This pi is for the intra-operative event on (B)(6) 2018. In performing a revision of the patient's right hip, the distal cone body was found to be cold welded to the distal stem. In using the stem separator and the handle which attaches to it, a part of the stem separator broke, and the tip of the handle snapped off. Surgeon had to instead perform an extensive troch osteotomy procedure, leading to a surgical delay of approximately 5 hours.